Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts for part return were unsuccessful as the user decided to not return the device, so no further evaluation or root cause analysis could be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor ccm) display was blank. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a 45-minute delay. There was no blood loss, nor adverse consequences to the patient. Per clinical review: the user reported an issue with the heart lung machine (hlm) during setup. Specifically, during setup the ccm went blank. A backup hlm was obtained, but this resulted in a 45-minute delay to the procedure. The surgery was completed successfully with no patient harm or blood loss reported.

Manufacturer narrative:
Per the manufacturer's subsidiary, the liquid crystal display (lcd) was found to be defective. The lcd was replaced with one from their stock which resolved the issue.